Event description:
Cataract surgery post-op shadow at edge of visual field. I had cataract surgery on my left eye on (B)(6) 2016. The night after the surgery, I noticed a dark area at the extreme left edge of my visual field. It looked as though there was an object obstructing the light hovering to the left of my eye. It moves when I look around, I also experienced disturbing bright flashes of light that seemed to coincide with eye movement. I reported both phenomena to my surgeon at that time. He said the flashing is "normal". The flashes have almost gone away; however, the dark shadow is still there. This is really more than an annoyance. The amount of my visual field that's occluded is trifling. But I'm concerned that this might be more than just a trivial and temporary phenomenon. I'm not convinced. I'm thinking the iol may not be placed correctly, or that something else has gone wrong. Now I can see my pulse in that eye (no joke). This manifests itself as a bunch of [invalid] like lines across the field of vision flashing on and off with the rhythm of my heart. After a visit to the other eye doctors, I found out I had a premium lens abbott z9002. I am on (B)(6) and they pay for only the basic lens. This lens would have cost me out of my pocket a (B)(6). My eye sight now is 20/40. I have blind spot to the corner of my eye and dry eye vision. Unfortunately, dysphotopsia seems to be under reported, poorly documented, and not adequately researched. As a result, the number of dysphotopsia case estimates vary tremendously. I feel like I am wearing horse blinders. Being a photographer, my description of dysphotopsia is like using a large format camera that has a small format lens on it. The result is vignetting around the edges. Dysphotopsia is described as occurring in two types. Negative dysphotopsia is described as the most common where the edges visible to the pt are dark. Dysphotopsia continues to plaque iols. Unfortunately, dysphotopsia seems to be under reported, poorly documented, and not adequately researched. As a result, the number of dysphotopsia case estimates vary tremendously.